Event description:
The manufacturer received information alleging a ventilator inoperable alarm sounded four times within one hour while the device was in use on a patient. There was no harm or injury reported. No medical intervention was specified. The nurse had the device replaced the next day with the same model device. During the evaluation of the device at the manufacturer's service center, the reported issue could not be duplicated. It is believed that a temporary abnormality occurred in the cpu and memory on the main board. Therefore the main board was replaced. Subsequently the device work properly.